Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was replaced due to early battery depletion. The defibrillation lead was electively replaced for compatibility reasons.